Manufacturer narrative:
Please note add'l devices implanted: (B)(4), (B)(4), (B)(4). The review of the mfg paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to endoleak. Aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected to provide a design enhancement to the original gore excluder bifurcated endoprosthesis. Attempt(s) to acquire info required for this form were made by gore.

Event description:
On (B)(6) 2003, the pt was implanted with a gore excluder bifurcated aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2006, computed tomography (CT) scan revealed aneurysm growth of 1.25 cm without endoleak. It was reported that the aneurysm growth was caused by endotension. On (B)(6) 2007, the pt's endograft system was relined with four gore excluder aaa endoprostheses to treat the aneurysm growth. On (B)(6) 2008, CT images revealed a type ii endoleak. On an unk date in 2008, the pt underwent an endovascular procedure where glue was injected into the aneurysm sac to treat the type ii endoleak. On (B)(6) 2011, CT images revealed a type ii endoleak and a distal type I endoleak on the right side. Imaging also showed a lack of device fixation at the proximal end of the endograft. Though an endoleak was not evident, it appeared that the proximal end of the endograft system was floating in the a orta. On (B)(6) 2011, the pt underwent an endovascular intervention where two gore excluder aaa endoprostheses aortic extender components were implanted proximally, and a gore excluder aaa endoprosthesis contralateral leg component was implanted on the distal right limb of the endograft system. The distal type I endoleak was resolved and the pt tolerated the procedure. No assessment was made of the type ii endoleak.